Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to an unspecified reason. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to an unspecified reason. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead had exhibited high shock impedance at a recent follow up visit prior to lead revision. It was noted that the implantable cardioverter defibrillator (ICD) was also explanted and replaced due to elective replacement during the same procedure. No additional adverse patient effects were reported.